Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: b5, d8, d10, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the corrosion on scope connector unit led to the communication error e226. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information- the procedure was completed using another device after a brief procedural delay.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an error 226. The issue occurred during diagnostic colonoscopy. There were no reports of patient harm.